Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The shock impedances were 127 ohms. At this time, the patient is being monitored and the lead remains in service. No adverse patient effects were reported.